Event description:
Additional information received from a consumer reported that the patient's implant site has hurt and had swelling since being implanted a month ago. It was reported that the patient was getting the poor communication screen when using the patient programmer and was unable to communicate with or without the antenna attached. The patient was able to communicate using the recharger and get all 8 coupling boxes. It was stated that the patient just needs current going down her legs. The patient was going to follow up with their health care provider.

Event description:
The consumer reported overstimulation. The patient said that on the way home from surgery, the implantable neurostimulator (ins) was off. Now, the patient had the stimulation running for over 2 days and could not stop stimulation. When the patient stood up, it shot off in the back of her legs. It was in the right location, but the patient wanted to stop the stimulation because it interfered with her sleep. The stimulation was vibrating too much. The stimulation was too strong and she wanted to turn the stimulation off. The whole insides were vibrating "like a dildo." The patient said "I am sure stimulation should not be doing that for long." Patient services reviewed the ins would be running all the time unless the patient turned it off. The patient did not know the ins should run constantly. Since 8 pm the night prior to the report, the stimulation had been overstimulating her. This was driving the patient nuts and she could barely walk. The patient was kind of wobbly from being like this. The patient was not capable of understanding or following instructions during troubleshooting. The patient was not able to understand what the patient programmer or implantable neurostimulator recharger (insr) did or how to make them work. First the patient said she had the patient programmer ready. Then she said she did not know what the patient programmer looked like. Following that she said again she was holding it in her hands. The patient said she did know how the antenna looked or where it went. Then when looking for the antenna, the patient said there was something stuck in with a screw on the end of it. The patient said it did not go to the right side of the patient programmer and had plastic on. It was not clear what the patient was taking about. Patient services then suggested using the insr. The patient saw a picture like a graphic thing and it had a grey cord, and a lighter grey cord running through it. It was highlighting it. Patient services reviewed how to use the insr and the patient said "now we are cooking, we got to ride the bicycle right to the wall with the green button." There was a green light on the desktop charger. The patient said she did not have an implant that she could stick outside of her body. After, she said "let's try using the insr, if I hit the floor you know I died." The patient described seeing a reposition antenna screen. It was noted the patient had a lot of bandages. Then the patient saw something on the screen, but she did not see any physician on the screen. The patient expressed difficulty using the equipment. The patient said if she knew it would be that difficult with the equipment she would have never done this. They gave her the manual and quickly reviewed instructions with her. The patient suggested the cords should be different colors and that everything should be a definite form instead of booklets. It should not be that hard. The patient said if she were in her 20's she could understand better. The patient was going to call the healthcare provider (hcp) and have them turn the ins off. On (B)(6) 2016 the patient had a sudden onset of overstimulation. On the day of implant, the patient did not get educated well enough to be able to use the equipment. On (B)(6) 2016 a reposition antenna screen was shown. Later, the patient still reported overstimulation. The patient had checked the device with the patient programmer and it showed the stimulation was on. The patient decreased stimulation to 2.80 and the stimulation was now comfortable. This resolved the issue. It was noted the patient wondered what a meant. The patient stated she was currently set at 3.75 and when she tried to increase stimulation, the stimulation was off. Then the patient was able to use the programmer and increase stimulation. The patient then increased stimulation to 5.30 and stated this was comfortable and she would leave at this setting. Even later, the patient called again and said she was having a difficult time getting all the coupling bars shaded in. The patient was not able to get the patient programmer to work when she was charging. The ins was less than 25% charged. The charging equipment was a piece of junk. The patient said she was shocked or electrocuted because the stimulation was strong and she over charged the week prior to (B)(6) 2016. Patient services reviewed the charging process and the patient was able to get all the coupling bars shaded in. The patient turned the therapy on while charging. Relevant medical history included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.